Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. This is report one of two for the same event. Report two of two is reported on MDR #1032347-2016-00401.

Manufacturer narrative:
No product was returned, however photographs were provided. Upon review of the image provided, it is clear that all clamps pictured are fractured at the post. The complaint that the clamps broke is confirmed. However, the complaint on the clamp that would not advance or fixate well is non-verifiable due to functional testing not being performed as a result of the part being returned. The most likely underlying cause of both complaints could not be determined due to the product not being returned. There are no indications of manufacturing defects. Supplemental report one of two for the same event, reference 0001032347-2016-00401-1.

Manufacturer narrative:
The product identities were confirmed in the evaluation. All three posts were visually inspected and revealed all three clamps to be fractured; therefore, the complaint was confirmed. The posts were further viewed under a digital microscope and it was seen that all three posts experienced excessive force and fractured through the minor diameter. The surgeon stated "the skin flap added burden on the post." This indicates that the skin flap was resting upon the posts during final insertion and tightening. The most likely underlying cause of this complaint was determined to be due to excessive force being applied to the post. The clamps could not be functionally tested as they were fractured and the outer plates were off of the posts. There are no indications of manufacturing defects. This is report one of two for the same event. Report two of two is reported on MFR #1032347-2016-00401. Based on the product evaluation, the following were updated: date received by MFR, if follow-up, what type?, device evaluated by MFR?, evaluation codes, and additional MFR narrative.

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4). Report one of two for the same event, reference 1032347-2016-00401.

Event description:
It is reported during a pediatric skull closure, two out of five lactosorb rapidflap clamps were broken between outer and inner plates. In addition, one of the outer clamps was unable to be fixated, it was also removed. There was no surgical delay that exceeded thirty minutes, no broken parts remained in the patient and no injury to the patient.